Manufacturer narrative:
An attempt to reproduce the issue was not performed as testing or reproduction would not yield results that would confirm or deny the issue. Instead this issue would be investigated through database application logs. This issue is confirmed. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the "sw requirement doc" field. After a thorough investigation the software support team confirmed the patient is not logged in and this is why the carepartner is not seeing any data. Last login attempt was on july 5th and the attempts were failing due to invalid password. The password reset emails are triggered within few minutes from triggering the previous email. This could be reason the link expired message is shown as patient is selecting the link in the first email while the latest link was being sent to the patient. The patient should choose the latest link that is triggered. All previous links will be invalidated when a new link is triggered. The most likely root cause is the patient is not selecting the latest password reset link that was sent. To assist with the resolution of the issue, we provided the helpline team with the following workaround to ensure that it is addressed effectively: the patient is not logged in and this is why the carepartner is not seeing any data. Last login attempt was on july 5th and the attempts were failing due to invalid password. Please have the patient follow the following recommendation steps: 1) try changing password and logging in with the updated password in carelink website on incognito mode. 2) make sure the username is correctly entered: disable any password manager or autofill. 3) if the login is not working. Please have the patient change password. 4) once the patient is able to login in the website, please have them try logging in to the app. Please ask the patient to confirm if there is any significant delay in receiving the password reset email after triggering it. Ask the patient to trigger the email one at a time. Try opening the email in incognito mode if they are using the computer (copy link from email and paste and enter in incognito mode). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The updated information has been provided in below sections with this follow-up report. 1. Section b5 - updated summary medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary it was reported to medtronic minimed that the customer experienced no communication between pump and the mobile device. The customer reported no adverse event. The event involved product(s) mmt-6111, mmt-7333 and mmt-1884. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the application. Product return is not applicable for non physical devices.no product return is required for mmt-7333. No product return is required for mmt-1884.

Manufacturer narrative:
An attempt to reproduce the issue was not performed as testing or reproduction would not yield results that would confirm or deny the issue. Instead this issue would be investigated through database application logs. This issue is confirmed. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the "sw requirement doc" field. After a thorough investigation the software support team confirmed the patient is not logged in and this is why the care partner is not seeing any data. Last login attempt was on july 5th and the attempts were failing due to invalid password. The password reset emails are triggered within few minutes from triggering the previous email. This could be reason the link expired message is shown as patient is selecting the link in the first email while the latest link was being sent to the patient. The patient should choose the latest link that is triggered. All previous links will be invalidated when a new link is triggered. The most likely root cause is the patient is not selecting the latest password reset link that was sent. To assist with the resolution of the issue, we provided the helpline team with the following workaround to ensure that it is addressed effectively: the patient is not logged in and this is why the care partner is not seeing any data. Last login attempt was on july 5th and the attempts were failing due to invalid password. Please have the patient follow the following recommendation steps: 1) try changing password and logging in with the updated password in carelink website on incognito mode. 2) make sure the username is correctly entered: disable any password manager or autofill. 3) if the login is not working. Please have the patient change password. 4) once the patient is able to login in the website, please have them try logging in to the app. Please ask the patient to confirm if there is any significant delay in receiving the password reset email after triggering it. Ask the patient to trigger the email one at a time. Try opening the email in incognito mode if they are using the computer (copy link from email and paste and enter in incognito mode). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication between pump and the mobile device. The customer reported no adverse event. The event involved product(s) mmt-6111. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the application. Product return is not applicable for non-physical devices.